Event description:
Sudden hearing loss following use of a midas rex motor for craniotomy was reported in journal of clinical neuroscience 17 (2010)149-152 article "sudden hearing loss following non-petrous craniotomy" authored by j.c. Ryan a, p.a. Bird, and j.a. Bonkowski. A (B)(6) woman with past history of bilateral otosclerosis and progressive mixed hearing loss underwent a craniotomy to treat subarachnoid hemorrhage. Immediately following the procedure, the pt complained of complete hearing loss in the right ear with some associated vertigo.

Manufacturer narrative:
No conclusion can be drawn as the device was not returned and there is no serial number info available. Event date estimated based on article indicating that event occurred in 2000.